Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient and will not return for analysis. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because approximately one year post clip implantation, the patient experienced increased mitral regurgitation, mitral stenosis, and tricuspid regurgitation. It was reported that on (B)(6) 2014, one mitraclip was implanted in a patient with unspecified mitral regurgitation (mr), without reported issue reducing the mr from 3+ to 2+ (moderate). On (B)(6) 2015, echocardiogram noted severe mr, increased tricuspid regurgitation, and mitral stenosis. Per study physician, the increased mr, increased tricuspid regurgitation, and mitral stenosis are unknown if related to the implanted mitraclip, unknown if related to the mitraclip procedure, and are not serious. The clip remained well seated. There was no treatment provided and no hospitalization. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). It should be noted that the reported patient effects of mitral regurgitation (mr) and mitral stenosis as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The investigation was unable to determine a definitive cause for this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: the patient had functional mitral regurgitation. The echocardiogram, done on (B)(6) 2015, showed the clip was well positioned and attached to both the anterior and posterior mitral valve leaflets.